Manufacturer narrative:
The device was received for evaluation. During functional testing, the device powered on to a flange sensor failure message. The device was not able to be successfully loaded and a set run without discrepancies. A flange test was performed and the device did not meet specifications. A review of event history log revealed a monitor plunger stall error. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was due to the mechanism and flange. The mechanism and flange would be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump did not infuse during preventive maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.